Manufacturer narrative:
No patient information has been provided at the time of this report, and a follow-up report will be made if this information becomes available.

Event description:
On may 2, 2026, nakanishi became aware of a patient injury caused by an nsk handpiece through a complaint input into the complaint database by a distributor (nsk america). The distributor was made of this adverse event while investigating another adverse event (MDR#9611253-2026-00021) involving the same handpiece. Details are as follows: the event occurred on may 27, 2025. A dentist was performing a dental procedure on a patient using the z95l handpiece (serial no. (B)(6). During the procedure, the bur that the dentist was using bent suddenly and stuck the patient's tooth causing it to fracture. The patient has received restorative treatment for the damaged tooth without needing additional treatment because of the incident. This incident was never reported to the distributor and the dentist continued to use the device after the event.